Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High power visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
At this time, the device has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this device was an attempted implant. Intermittent high amplitude signals were observed while the physician was suturing the pocket. The signals were oversensed, leading to inhibition of pacing but not asystole. The physician removed the device from the pocket and disconnected the right ventricular (rv) lead. The lead and header were flushed and then the products were reconnected, but this did not resolve the issue. A new pulse generator was connected, which resolved the issue. When this device was examined, a significant amount of body fluid was observed in the rv port. No adverse patient effects were reported. The procedure was completed successfully with an alternate device.